Event description:
IV site found to be leaking. Occlusive dressing firmly intact but IV catheter was found to be broken away from hub, catheter not visible. Catheter was not found by x-ray of arm and chest, ultrasound or by cutdown. A second device with guidewire was taped to pt's shoulder and x-rayed. It was found to be only marginally radiopaque when the guidewire is inserted. A slight tug was applied to the second device and it also broke at the same point.